Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that there was damage to the part of the instrument sterilization tray that fits the installer. There was no patient involvement. Additional information was received. The cause of the event was thought to be due to deterioration over time.

Manufacturer narrative:
H3 - evaluation of the instrument tray determined that the instrument brackets are delaminating on the instrument tray inside the returned container. The container also has general wear and many scratches. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.